Event description:
Have significant sleep apnea; I received a recall letter from philips respronics - they confirmed my device is recalled and advised not to use the device. They did not provide me with a date for the new machine. And that the new machine would have to pass clinical trials. I visited by doctor on 9/2 and he made a prescription for me and submitted to (B)(6) by fax. My doctor advised a new machine from resmed - an alternative provider. My doctor wrote a prescription for machine damaged beyond repair. I called (B)(6) a week letter and they indicated they did not have the fax from my dr. My son went to the doctor and received a physical copy of the prescription - and we faxed to (B)(6). I called (B)(6) to confirm receipt. (B)(6) confirmed. (B)(6) rep said it would take a few days to process. I called (B)(6) last week to confirm progress - and they told me my prescription is in progress. No update. I called (B)(6) today to inquire on status - and she told me she could just tell me its in progress. I asked what is the status of the prescription - was it faxed or not? She said she could not tell me. Today, I called (B)(6) and they told me the prescription was not faxed to them by (B)(6) I want to register a complaint on (B)(6) as well as my dr for lack of follow-up for a serious health condition called sleep apnea. I have been tested for sa and have been told my sa rate if very high and I cannot sleep without a machine. There are compliance rules around this type of claim reporting error and lack of urgency I want a new machine from resmed based on my prescription submitted to (B)(6). Thank you, (B)(6). FDA safety report ID# (B)(4).